Event description:
After a tavr (transcatheter aortic valves replacement) case without complications, in which shockwave and pre-dilation were used prior to sheath insertion, the final angiogram of the left femoral artery showed an occlusion that the team believed to have been caused by possible angio-seal/clot. Percutaneous transluminal angioplasty was attempted, but cut down was ultimately performed to re-establish flow to superficial femoral artery. The patient was discharged to ICU (intensive care unit) in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).